Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor alert occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause could not be determined. The reported event of a replace sensor alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.